Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient had canceled their appointment with the office. They had no further information. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins movement was due to patient anatomy. When asked if steps were or will be taken, they stated "no changes right now," and that they were thin so "harder to put device in place." They also noted that device removal or replacement was not planned, and that the issue was resolved. The patient also clarified that 'something not working right' was referring to their symptom control. They did not know if the cause had been determined, but thought the most likely cause was the device settings being too high. They did not know if the symptoms had been resolved.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient thought "something is not working right," because they were having a "bowel problem." They further clarified they had had a return of symptoms they stated started, "I would have to say it was last week sometime." They were not feeling stimulation and before this started, they stated it was fine. The patient was walked through connecting with the ins and confirmed therapy was on at 3.2 volts on program 2. A therapy overview was reviewed, and the patient increased stimulation to 3.8 volts and confirmed they were feeling stimulation comfortably. They planned to monitor their symptoms now that a change was made, and would follow up with their healthcare provider if they were not seeing an improvement. They denied any recent trauma or falls that they were aware of, but reported their implant felt like it moved around when they would pull up their elastane clothing they wore for exercise. They were thin so there was not much fat on their body and they could feel the ins through their skin. They thought their doctor had been notified of this, and they were told this was fine. The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.